Event description:
Consumer reported upon removal of a tampon on (B)(6) 2022 the string separated from the pledget leaving the pledget inside her vaginal cavity. Upon manually removing the pledget, it fell apart into pieces. She wasn't able to manually remove it all herself so she went to her urogynecologist on the same day who found and removed one piece that remained. After the doctor's removal of the piece of pledget she experienced diarrhea and stomach cramps which resolved by the next day on (B)(6) 2022 without treatment or medications. She received an ultrasound on (B)(6) 2022 which confirmed everything was fine with her. She did not need to seek any further medical attention and did not experience any serious adverse health effects.

Manufacturer narrative:
Records demonstrate that quality system procedures were correctly followed and the finished product met all quality release criteria and specifications were within allowable limits prior to release.